Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) # p100022/s014 . The zisv6-35-125-7-120-ptx device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Three requests for the device and images were sent to the customer. The device and images of the procedure are unavailable. From customer testimony, details of the wire guide and the wire guide are unknown. It is not known if the device was flushed prior to use, or if predilation was conducted. The distal portion of the stent remained after the delivery system was withdrawn, and the stent portion was removed surgically. From customer testimony, the distal portion of the stent remained in the patient and the physician had to intervene to remove the stent portion. The patient did not suffer any adverse effects as a result. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed from customer testimony. Possible causes for this occurrence could include a difficult patient anatomy, or the kink in the delivery system. From customer testimony, it is known that the operating team severely kinked the delivery system prior to use. This kink could have bound on the internal components of the device, causing or contributing to the inability to fully deploy the stent. However, the device was not returned for evaluation, the images of the procedure are unavailable and the conditions of use cannot be replicated in a laboratory environment. As such, a definitive root cause cannot be determined. As the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to the initial reporter, the patient required surgical intervention, but did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. (B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) # p100022/s014. The zisv6-35-125-7-120-ptx device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Three requests for the device and images were sent to the customer. The device and images of the procedure are unavailable. From customer testimony, details of the wire guide and the wire guide are unknown. It is not known if the device was flushed prior to use, or if predilation was conducted. The distal portion of the stent remained after the delivery system was withdrawn, and the stent portion was removed surgically. From customer testimony, the distal portion of the stent remained in the patient and the physician had to intervene to remove the stent portion. The patient did not suffer any adverse effects as a result. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed from customer testimony. Possible causes for this occurrence could include a difficult patient anatomy, or the kink in the delivery system. From customer testimony, it is known that the operating team severely kinked the delivery system prior to use. This kink could have bound on the internal components of the device, causing or contributing to the inability to fully deploy the stent. However, the device was not returned for evaluation, the images of the procedure are unavailable and the conditions of use cannot be replicated in a laboratory environment. As such, a definitive root cause cannot be determined. As the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to the initial reporter, the patient required surgical intervention, but did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted to include the investigation conclusions. The physician noticed there was a severe kink in the delivery system that was caused by the or staff. The facility believed the device was still fine to use. Device was inserted into the patient and advanced to the sfa. At this time, they started to deploy the device. The stent deployed partially and they were unable to deliver the entire stent. At this point, the physician pulled the entire stent out. The physician opened up a new stent and placed it successfully.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s014 the investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The physician noticed there was a severe kink in the delivery system that was caused by the or staff. The facility believed the device was still fine to use. Device was inserted into the patient and advanced to the sfa. At this time, they started to deploy the device. The stent deployed partially and they were unable to deliver the entire stent. At this point, the physician pulled the entire stent out. The physician opened up a new stent and placed it successfully.